Event description:
It was reported that the patient presented for follow-up in clinic. It was noted that the patient's right atrial (ra) lead exhibited loss of capture and was oversensing noise. Therefore, the physician elected to cap and replace the ra lead on (B)(6) 2021. The patient was recovering after the procedure.